Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a literature article contained an uncertain number of adverse events concerning patients who had a pelvic floor repair procedures to repair vaginal prolapse. There were patients who had intra-operative visceral injuries during the procedure. Surgical intervention was performed on some of the patients to repair these injuries.